Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr sheath and 6mm embolic protection device during treatment of a 400mm calcified lesion in the patient¿s distal right popliteal artery of diameter 4-5mm. Moderate vessel tortuosity and severe calcification are reported. Lesion exhibited 95% stenosis. IFU was followed. The vessel was pre-dilated. It is reported severe resistance was encountered during withdrawal of the device. The physician tugged on the device a few times and on removal it was noted the nosecone had detached and remained in the patient. The nosecone was located at the distal tip of the sheath and an unsuccessful attempt was made to remove it by gently pulling on the wire. The sheath and nosecone were removed in tandem while maintaining wire access and new sheath was placed and procedure was completed by angioplasty. When the nosecone was removed from the sheath wire prolapse and wire wrap was noted. Angiogram was performed to ensure there was no patient injury nor device fragments left behind. The whole entire leg and access site was visualized. No patient injury reported.

Manufacturer narrative:
Corrected product analysis text from 'suspected ptfe was noted around the cutter' to: 'suspected pet was noted around the cutter.' Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hawkone device was received within the shelf-box which indicated lot number 0009947455, consistent with the reported device. Within the shelf-box the device was contained within a red plastic bag. The cutter driver was returned attached. A sheath and dilator were also returned with the device. On visual inspection a bend was noted in the torque shaft beneath the strain relief. The distal tip was detached just distal to the window anchor pockets. The cutter was sticking out from the device 2.8cm, the drive shaft remained attached to the catheter. Microscopic inspection of the cutter window revealed a substance consistent with biological debris within the cutter window. A fracture face was noted where the distal inner coils detached from the cutter window assembly. Suspected ptfe was noted around the cutter. A portion of the inner laser drilled coils was protruding outside the distal housing assembly. A bend was noted from the proximal to the distal end of the distal housing. Microscopic inspection revealed stretching of the inner laser drilled coils at the proximal end. A jagged edge was noted at the proximal end of the laser drilled coils, consistent with a fracture re face. The guidewire lumen at the proximal end was detached from the housing. Folds and bends were observed which were consistent with the lumen being pulled in a proximal direction. The rest of the lumen was intact, including the rotating distal tip. Review of the sheath returned revealed it was a 6fr sheath. A red blood-like substance was in the sheath tubing and on the hub. Multiple bends were noted along the sheath. Microscopic inspection of the distal sheath revealed tearing and bending of the tip. Damage was consistent with being pulled in the proximal direction.

Manufacturer narrative:
Additional information: the position of the cutter blade upon nosecone removal from the patient is unknown. There was no vessel damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.